Event description:
Medtronic received information that six months following the implant of this transcatheter pulmonary valve (tpv), a minor type1 stent fracture was observed. It also was reported that there also were fractures in two stents from other manufacturers as well. There was no treatment or intervention reported. No adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on clinical data and literature reviews, stent fractures are a known phenomenon. In this case, the true root cause to the reported stent fracture is not known, as the device remains implanted. A supplemental report will be filed if additional information is received or if the device is explanted and returned for analysis.

Manufacturer narrative:
Additional information was received that approximately one year and six months post-implant, cinefluoroscopy showed flexion of the stented valve and additional stent fractures were noted. There was no evidence of collapse of the stent struts or loss of luminal integrity. No treatment was prescribed. No adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.